Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and a no delivery alarm. The customer's blood glucose value was not provided since she tested with the meter and it did not provide a value only stated high. The customer declined to troubleshoot for high readings. Troubleshooting was performed for the no delivery alarm. The customer was advised to change the infusion set, and reservoir and. The product was not returned for analysis.